Manufacturer narrative:
Patient identifier and weight were unavailable from the site at time of this report. Software evaluation has not been completed at the time of this report.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged the system was 1-3cm inaccurate during decompression l4-5 with cortical screw placement. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient ID# now provided. Patient weight is not available. It was originally reported that "the surgeon alleged the system was 1-3 cm inaccurate during decompression l4-5 with cortical screw placement." However, it was later reported that the amount of inaccuracy alleged was 1-3 mm, not 1-3 cm. It was confirmed that the surgeon performed decompression after the registration of the patient anatomy to reference frame via o-arm spin. Decompression can lead to movement of the anatomy in relation to the reference frame which could lead to slight inaccuracy. The instructions for use state: "frequently confirm navigation accuracy and system responsiveness during live navigation. Use the probe to touch several bony anatomical landmarks and confirm that the locations identified on the images match the locations touched on the patient. If accuracy degrades, re-register the patient." The surgeon chose to proceed without re-registering. No negative impact to the patient outcome was reported.